Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported an issue with the plunger. Additional information has been requested and received stating that the plunger advanced over lens. There was patient contact but no patient harm. Surgery was completed with a spare lens. There was no medical or surgical intervention.